Event description:
It was reported that the 9600 system had an image error message during a case the 9600 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The kvp tracking was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.